Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal, exploratory laparotomy, urethral lysis, cystotomy repair and cystourethroscopy on (B)(6) 2009 due to recurrent utis and mesh erosion into the bladder

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.